Event description:
Povidone iodine leaked from the connection between a transfer set and mini cap. The set has been in use for 40 days. There was no patient injury or medical intervention associated with this incident.